Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits drilled through condition; the glass cap exhibits devitrification at the output area; the heat shrink tubing open end wall integrity is compromised, and exhibits signs of slight melting, and partially erased red octagonal sign and blue arrow indicator. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure while using the surgical fiber, with 91,179 joules used and 15:27 minutes expended, the "beam fired forward" issue was noted. The procedure was completed with an alternative procedure (tur_transurethral resection). Patient outcome: "no injury".